Manufacturer narrative:
Investigation pending.

Event description:
Customer reports discrepant results with meter compared to lab. Customer has been using inratio2 meters for approx 1 year. Customer two different meters: (B)(4), which has had more use, and (B)(4), which they took out of use two weeks ago due to prior unspecified discrepancies. Meter (B)(4) results: date: (B)(6) 2010; pt: #1; inratio2: 4.1; retest inratio2: 5.7; lab: 6.1. Date: (B)(6) 2010: pt: #2: inratio2: 4.4: lab: 3.1. Lab draw performed immediately after inratio2 results.